Manufacturer narrative:
As reported in a research article, ischemic ventricular septal defect presenting with progressive exertional dyspnea. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. It is possible that procedural circumstances and/or patient complications could contributed to the reported issue; however, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Literature attachment: ischemic ventricular septal defect presenting with progressive exertional dyspnea b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "ischemic ventricular septal defect presenting with progressive exertional dyspnea", was reviewed. The article presented a case study of a 70-year-old female patient with a history of exertional dyspnea, orthopnea, pedal edema, type 1 respiratory failure, chronic obstructive pulmonary disease, dyslipidemia, hypertension, and surgical repairs of the tricuspid and mitral valves. A 16mm amplatzer post-infarct muscsular vsd occluder was selected for implant to treat an 11mm x 8mm septal muscular ventricular septal defect. The device was successfully implanted. Postoperative day one, transthoracic echocardiogram showed a superiorly directed mild left-to-right shunt, originating from the apical margin of the left ventricle side of the device. A repeat tte 6 weeks later showed a trivial shunt. At 5 months, the shunt was resolved. [The primary and corresponding author was satyen hargovan, the prince charles hospital, queensland health, 627 rode rd, chermside, queensland 4032 australia, with corresponding e-mail: satyen.hargovan@my.jcu.edu.au.]